Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the device failed the pressure test, there was a low pressure alarm with no negative pressure and the pump ran noisy. Further investigation revealed the tube set was pinched inside the device, establishing a relationship between the device and the reported event. The root cause was identified as a vacuum motor failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Case (B)(4).

Event description:
It was reported that the renasys touch is not working and needs replacement. No case involved. After investigation it was noticed that the device failed the pressure test. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.